Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was admitted to the hospital due to excruciating pain around the battery site. The pain was not device related. The patient underwent an explant procedure. No device malfunction was suspected.